Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red skin irritation under the back pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed advised to keep the area dry. Outcome of the irritation is unknown.